Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis. Customer's blood glucose level was 410 mg/dl. Customer was in the intensive care unit. Customer was treated with insulin drip. Customer had nausea, vomiting, and positive result in ketones. The insulin pump will not be returned for analysis.